Manufacturer narrative:
The insulin pump powered up properly. No blank display or failed battery test noted. All operating currents are within specification. The device passed displacement test. No button error alarm noted. All buttons functioned properly; however, the device had moisture on keypad traces. The device had cracked battery tube threads, cracked reservoir tube lip, minor scratched lcd window, and cracked case at display window corners. (B)(4).

Event description:
Customer reported via phone call, the insulin pump had alarmed button error. Customer's blood glucose was unknown. Customer didn't recall any significant event which may have caused the device to alarm. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.